Event description:
Caller reports, back to back comparison on the same meter with results of 296mg/dl and 198mg/dl. Patient is a neonate. Comparison of results is greater than (>) 30%. Controls were in rage. Patient received no treatment based on meter results. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.